Manufacturer narrative:
This MDR is result of a retrospective review of complaints. Evaluation of the returned sensor did not reveal any malfunction as it performed with an accuracy within its specification. As a result, the customer complaint could not be confirmed. The user was inserted with a new sensor and is satisfied with the sensor accuracy.

Event description:
On (B)(6) 2020, senseonics was made aware of an instance where patient experienced inaccuracies in sensor readings leading to sensor removal and replacement.